Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l53270, implanted: (B)(6) 1999, product type catheter; ubd: (B)(6) 2000; UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of clonidine at 80 mcg/day; 20 mcg/ml of bupivacaine at 3.2 mcg/day; 600 mcg/ml of baclofen at 97 mcg/day; and 6 mg/ml of dilaudid at 0.96 mg/day, via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient fell out of bed and was hypotensive. There was concern for infection due to fluid in the pocket of the pump. The hcp reported this was at another hospital, but it was confirmed that the patient had bacteremia in their blood. The patient was given pressure support in the emergency department after being transported. The patient was also given narcan. It was indicated the patient was responsive to the narcan. The patient was given antibiotics. It was reported the symptoms began on (B)(6) 2018. A dye study was performed the day before (B)(6) 2018) at the hcp¿s hospital. Per a note from interventional radiology, it was found that, ¿aspiration of pump resulted in aspiration of dark red blood, leakage of contrast noted at the proximal catheter where it inserts with the pump." Surgery was performed (B)(6) 2018 to resolve the issue. Neurosurgery kept the same pump but replaced the connection between the pump and the catheter. The hcp reported they could aspirate from the catheter access port (cap) and were able to receive good flow. It was indicated that visually the catheter or connector did not appear to be damaged, but they replaced it regardless based on the dye study results. The pump had been programmed to minimum rate mode and would likely be restarted at a therapeutic dose. It was reviewed to consult with managing pump physician for dosing specifics. No further complications were reported or anticipated.